Manufacturer narrative:
Event was initially reported by a dispensing practice. No product has been returned and no written documentation has been received. Method: no lot information, no lenses, no device information, no examination of device were provided which could indicate if the device caused or contributed to the incident. Results: attempts to obtain additional information were unsuccessful. We cannot confirm that there was no permanent impairment or permanent damage. Conclusions: there is not sufficient information provided to draw a conclusion as to whether or not the device could have caused or contributed to the event. Should further information be provided that would change this conclusion, an update to this report will be provided within one month of receipt of the additional information.

Event description:
On (B)(6) 2011, a dispensing practice sent an e-mail to coopervision highlighting concern that a patient developed a corneal ulcer while wearing biofinity lenses. Patient was dispensed biofinity lenses in (B)(6) 2011. It is unknown when the patient was diagnosed with the corneal ulcer or which eye was involved in the incident. The patient was not sleeping in the lenses and was using clear care disinfection system. No written documentation has been received despite several requests to the ecp.